Event description:
A report was received that the pt was experiencing difficulties charging the ipg. The pt underwent a revision procedure, and the ipg was replaced. The pt is reportedly doing well following the procedure.